Manufacturer narrative:
(B)(6). (B)(4). Three attempts to obtain the lot number and other additional information were unsuccessful. The manufacture and expiration dates of the device are not available. The device was returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the presidio coil (pc410051730/lot unk) could not be advanced via the unspecified mc. They withdraw the coil and found it was stretched. Another coil was used to complete the procedure. There was no report of patient injury. It was reported that the device would be returned for analysis.

Manufacturer narrative:
Material separation added based on analysis findings. During the procedure, the presidio coil (pc410051730/c30942) could not be advanced via the unspecified mc. They withdraw the coil and found it was stretched. Another coil was used to complete the procedure. There was no report of patient injury. It was reported that the device would be returned for analysis. Multiple attempts to obtain additional information were unsuccessful. The presidio device was returned with its inner pouch. Labeling on the inner pouch matches the product documented in the complaint. Approximately 0.5 cm of embolic coil is advanced out of the introducer. There is a bend in the device positioning unit (dpu) core wire at approximately 8 cm from the proximal end. There is a bend in the dpu tip coil in the part of the dpu that is covered by the translucent introducer sheath. The ball tip of the embolic coil is missing. There are no kinks or stretched sections in the embolic coil. The articulating joint and resistance heating (rh) coil are obscured by the translucent introducer sheath. The articulating joint and rh coil were evaluated after the embolic coil was advanced out of the introducer. There is a blue-green substance coating the articulating joint and rh coil. The articulating joint is intact. Since the ball tip is missing, the length of the embolic coil was measured with ruler. The extended embolic coil measured 17.5 cm, which is within the specification range of 17.0±1.0 cm. Advancement out of the green introducer was attempted. It was possible to advance the full embolic coil out of the introducer. The embolic coil was gently retracted back into the introducer, and the introducer was inserted into a rotating hemostatic valve (rhv) attached to a compatible lab microcatheter (prowler select lp). Advancement through the microcatheter was attempted. It was possible to advance the entire embolic coil through the microcatheter. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that the device was impeded in the microcatheter is not confirmed. The device was advanced completely through a compatible microcatheter. The complaint that the embolic coil is stretched is not confirmed. There are no stretched sections of the embolic coil. While the ball tip is missing, the embolic coil is within specification for length. The damage to the embolic coil and dpu core wire indicate that the device was subject to excessive force. Since the exact circumstances are unknown, the cause of the complaint cannot be determined. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned on (B)(6) 2017; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.